Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive da vinci products to perform failure analysis. The instrument arm drape accessory was analyzed and found to have failed spin test on the in-house system. The inner labyrinth was hard to rotate/did not rotate freely then the locking tabs become dislodged when performing the spin test. From the initial fa, the drape exhibited seizing and failed the spin test which demonstrated the drape's inability to allow for full rotation of the instrument drives. Investigations by engineering of drapes exhibiting this failure mode found that the outer labyrinth's "control pad height" to be out of specification which creates mating issues between the outer and inner labyrinth, leading to excess friction or seizing resulting in detachment from the system when attempting to rotate a draped system's instrument drives. The control pad height is specifically the distance on the outer labyrinth between the lip and trapezoidal feature that holds the inner labyrinth within the outer labyrinth. The out of specification condition was confirmed by testing the drape's outer labyrinth's control pad heights with a 0.316" gage block, which represents the lower specified limit of the control pad height. All 12 of the control pad heights were found to fail the gage block test, indicating that all 12 control pad heights are out of specification and are less than the lower specified limit. Additional inspection of the outer labyrinth found it to be made by a sub-tier supplier known to have a molding issue with the outer labyrinth, potentially leading to the out of specification condition of the component. The other instrument arm drape accessory was analyzed and found to have failed spin test on the in-house system. The inner labyrinth was hard to rotate/did not rotate freely then the locking tabs become dislodged when performing the spin test. The accessory will be transfer to engineering for further investigation. Additionally, the accessory drape was found to have a crack. The crack was found on the outer labyrinth. From the initial fa, the drape exhibited seizing and failed the spin test which demonstrated the drape's inability to allow for full rotation of the instrument drives. Investigations by engineering of drapes exhibiting this failure mode found that the outer labyrinth's "control pad height" to be out of specification which creates mating issues between the outer and inner labyrinth, leading to excess friction or seizing resulting in detachment from the system when attempting to rotate a draped system's instrument drives. The control pad height is specifically the distance on the outer labyrinth between the lip and trapezoidal feature that holds the inner labyrinth within the outer labyrinth. The out of specification condition was confirmed by testing the drape's outer labyrinth's control pad heights with a 0.316" gage block, which represents the lower specified limit of the control pad height. All 12 of the control pad heights were found to fail the gage block test, indicating that all 12 control pad heights are out of specification and are less than the lower specified limit. Additional inspection of the outer labyrinth found it to be made by a sub-tier supplier known to have a molding issue with the outer labyrinth, potentially leading to the out of specification condition of the component. Additionally, the reason for the cracked outer labyrinth was investigated further. The inner labyrinth was removed from the drape and the isas were removed as well. The drawing for the inner labyrinth specifies 14.20" +/- 0.02". While most of the inner labyrinth confirmed to this specification, one area measured approximately 359mm or 14.13". From this measurement it appears the inner labyrinth is out of round and the out of round condition could have contributed to the cracking of the outer labyrinth. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the instrument arm drape was found to be defective. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after docking drape, the user could not rotate the instrument drive. The procedure converted to laparoscopic due to drape issue after the ports being placed. The conversion did not result in increasing port size incision or adding additional ports and patient tolerated the change well with no issues.